Manufacturer narrative:
Alleged failure: the sdc3 powered off during a case and customer said that they lost data. Biomed said he did not see that patient when he looked at the sdc3. The green led power button is on even when the unit is showing off? Not sure about that report. Biomed said the power button is not responding well and has to be pushed way in to shut power off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be power led switch failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.